Manufacturer narrative:
H.6. Investigation: due to no photo or sample evidence being received, the customer's complaint of leakage could not be verified and the root cause cannot be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the ext set smallbore tbg w/ss dehp free experienced leakage. The following information was provided by the initial reporter: material no: 10011253, batch no: unknown. Leaking experienced from bd extension set.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set smallbore tbg w/ss dehp free experienced leakage. The following information was provided by the initial reporter: material no: 10011253. Batch no: unknown. Leaking experienced from bd extension set.